Event description:
It was reported that the patient underwent surgical intervention to explant the inflatable penile prosthesis (ipp) due to infection and pain around the pump. There were no additional patient complications reported and patient is in good condition.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this ams 700 was thoroughly analyzed. The reservoir was visually inspected, and leak tested. There were no anomalies identified on the reservoir. The cylinders were visually inspected, and leak tested not identifying any abnormality. The pump also passed the visual inspection and leakage testing; however, upon functional testing the pump did not pass the second deflation test. Based on the information available and analysis results, the reported allegations of infection and pain were not confirmed; however, the reported symptoms are known risks associated with ams 700 procedures and are noted as such in the device instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient underwent surgical intervention to explant the inflatable penile prosthesis (ipp) due to infection and pain around the pump. There were no additional patient complications reported and patient is in good condition.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.